Event description:
The device was used during a "vats" biopsy. Reportedly, the staples did not form properly and the device did not cut. The surgeon manually cut the tissue and applied sutures to complete the procedure. The hospital has reported no pt injury occurred.